Event description:
Reporter indicated that device diagnostic testing (normal mode test only) resulted in high lead impedance reading (dc-dc code 7), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator battery had not reached end of life. The pt was referred to surgeon for further evaluation due to suspected device malfunction and decreased seizure control. The pt underwent revision surgery, during which the surgeon disconnected and then reconnected the original generator and lead. Subsequent device diagnostic testing was within normal limits. The surgeon decided to replace the generator prophylactically as it had been implanted for three years. After the new generator was connected to the original lead, device diagnostic testing performed outside of the pocket was within normal limits. Repeat device diagnostic with the generator placed inside the pocket resulted in high lead impedance reading, indicating a possible intermittent or positional break in the original lead. There was not enough vagus nerve available due to scar tissue build up to replace the bipolar lead; therefore, the replacement generator was also explanted. The original lead was left in situ with no plans to reimplant the pt. It was also reported that the pt's jugular vein was punctured during dissection. Review of x-rays by manufacturer did not reveal any obvious discontinuities in the portion of the vns therapy system that could be seen. X-ray review was inconclusive due to part of the lead wire being placed behind the generator and hidden from view. Review of mfg records for the pulse generator revealed no anomalies that would adversely affect device performance.